Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be 400mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer would use different sets and monitor the device. No further information provided.